Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory result. Results are as follows: date: (B)(6) 2014, inratio inr: 2.9, laboratory inr: greater than 10 and 20.98. Therapeutic range was 2.0 - 3.0 for the pt. The time between testing was within three (3) hours. Reportedly, the pt experienced unspecified bleeding and bruising. The pt was hospitalized on (B)(6) 2014, treated with plasma and is stable. Though requested, no additional information was provided.